Event description:
According to a verbal report by a rep at the doctor's office, this valve was explanted due to "severe aortic stenosis". The make and model of the replacement device is unknown. Add'l info has been requested.